Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve during closure of the left femoral artery, two perclose devices were used and failed both times causing an acute femoral artery occlusion. Vascular surgery was consulted to successfully repair the artery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).